Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 28. Details of surgery: primary stability not achieved. On (B)(6) 2022, the implant was removed upon clinician¿s decision. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and inflammation. No further patient complications were reported.